Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had received an unspecified alarm stating that the pump had stopped all insulin delivery. The customer's blood glucose (bg) was impacted in the 300's mg/dl. The customer received assistance from a school nurse to deliver a bolus via the pump. Reportedly, the customer was able to resume insulin delivery.